Event description:
Hillrom received a report from the customer stating that a patient fell from the lift during a transfer between bed-to-chair. One of the metal latches opened allowing the strap to come loose. The patient, held on three points ended up falling on her back, along her bed. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The customer reported that while transferring the patient from the bed to the chair, with the viking m mobile lift, the patient falls. One of the metal latches opened allowing the strap to come loose. The patient, held on three points ended up falling on her back, along her bed. An x-ray was taken the next morning and revealed a fractured sacrum. Patient has a medical history of amyotrophic lateral sclerosis. The customer was unable to deliver any further details on the patient¿s injury and medical intervention provided, if any, at this time. A sacral fracture occurs when a bone called the sacrum breaks. The sacrum is a large triangular bone at the bottom of the spine. Sacral fractures can be treated non-operatively or surgically. Non-operative treatment is based on rest, pain relief therapy and early mobilization as tolerated. Surgical techniques can be split into two main groups: posterior pelvic fixation techniques and lumbopelvic fixation techniques. An onsite inspection of the lift and its components was completed by a hillrom technician. It was found that one of the metallic latches on the slingbar had fallen of and was later found on the ground. The latch had most likely been torn off when the loop of the sling had been applied around the latch instead of in the slingbar hook. The device was found to work correctly. The latch on the slingbar shall prevent the sling loop from inadvertently detachment when the sling is applied to the slingbar before lifting the patient. Requested information regarding what sling that has been used and how it was attached has not been received from the customer. The instruction for use states that the slings loops shall be inspected to secure that they are connected correctly on the slingbar. Instruction for use, 7en137107 rev. 1 states under safety instructions: before lifting, always make sure that: the latches are intact; missing or damaged latches must always be replaced. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. Based on the inspection from the service technician and the information supplied by the account, the most likely cause of the event is use error that resulted in the misapplication of the sling to the sling bar attachment point, which led to the patients fall. Hillrom has been unable to confirm if or what type of medical intervention was provided to the patient. Due to the potential serious injury involved we are cautiously reporting this event.